Event description:
The customer reported that, during device inspection, the chargepak icon was displayed. When received in redmond, all the icons were displayed and the device will not power up.

Manufacturer narrative:
H6: medtronic replaced the device. Medtronic evaluated the device and found that the internal battery was depleted. Root cause of the battery depletion was determined to be a failed capacitor, designator c177, on the analog pcb assembly.